Event description:
It was reported that the yellow tip of catheter was detached. A direxion hi-flo fathom-16 system was selected for use. During withdrawal, it was noticed that the yellow tip of the direxion was found on the end of the guide catheter's tip. The procedure was completed with this device. There were no complications reported and no harm to the patient.